Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing and pacing inhibition. An x-ray was performed and it was observed that the position of the leads was correct. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing and pacing inhibition. A technical services (ts) noted farfield oversensing of the right atrial (ra) signal on the right ventricular (rv) lead, and a long period with no biventricular pacing. Ts recommended reprogramming and troubleshooting. An x-ray was performed, and it was observed that the position of the leads was correct. The patient was believed to be in an atrial arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received. This patient was externally paced in the emergency department for a short time, though reported to be unrelated to the observed pacing inhibition. Further evaluation was performed by the physician, and normal device function was noted, and no reprogramming required at this time. This investigation will be updated should further information become available.

Manufacturer narrative:
Updated b5 describe event or problem field to add additional information received from the field. No further allegations at this time.